Event description:
A negative ck-nac result was reported for a pt sample when lithium heparin blood collection tubes were used. The ck-nac result was normal when repeated on a serum sample drawn at the same time. The package insert has been revised to note this possible interference.